Manufacturer narrative:
A retrospective analysis of this product line was completed and this complaint was found to be reportable. The device was removed from the returned package and the mechanical function of the device was checked visually and tactilely. The reported component that fell off the device was attached to the returned package and it was confirmed to be an assembly aid for the cut spring and is not part of the final assembly. The component is a stainless steel tab. Lodging the tab component in the top jaw was replicated and it became apparent how difficult it is to visually see it against the jaw. The jaws were activated several times to see if the tab moved out of the lodged location and it did not appear to have moved enough to be spotted with the naked eye. The complaint was confirmed. The tab is from the cut spring assembly aid. The cardiff facility will monitor the mfg process of the top jaw assembly for further occurrences.

Event description:
During a laparoscopic supracervical hysterectomy, a small piece detached from the jaws of the device and fell into the pt's bladder. The piece was recovered with no harm to the pt. The surgeon used the same device for the entire procedure with no further incidents.